Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-12990n batch 15336287 was received for evaluation. The needle piece was received lodged inside the ar-12990 batch 12731697. Visual inspection noted a piece, possibly the needle, observed in the instrument slot. A functional test with a needle encountered a blockage on the device; the needle did not completely pass through the shaft. The most likely cause of the reported failure is attributed to user error, specifically striking a bone or excessive force to pass the needle through fibrous/calcifc tissue as detailed in the dfu-0392-sub-eo revision 1. To help avoid needle breakage and potential patient injury: avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th october 2025, it was reported by an arthrex employee via email that for an ar-12990, knee scorpion¿, the needle broke inside scorpion hand piece and got stuck. This was detected during an unspecified procedure on (B)(6) 2025. (Requesting more information from complaint initiator) the procedure was completed successfully as another handpiece was used.